Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cs100 intra-aortic balloon pump (iabp) has troubleshooting issue.

Event description:
It was reported that prior to use, the cs100 intra-aortic balloon pump (iabp) had an auto-fill failure. There was no patient involvement.

Manufacturer narrative:
Updated field: b4, b5, d9, g3, g6, h2, h3, h6 (health effect ¿ clinical code, medical device ¿ problem code, type of investigation, investigation findings, health effect ¿ impact codes, investigation conclusions), h11. A getinge field service engineer (fse) evaluated and tested the unit according to the protocol and service manual. Autofill calibration was performed. The unit is working correctly. All functional and safety checks performed to meet factory specifications.